Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to below threshold or low amplitude of 1 millisecond. In addition, the t wave was large on the rv electrogram, however, not sensed. No additional adverse patient effects were reported.